Event description:
The customer reported a cartridge alarm 20, which resulted in their blood glucose levels displaying "high." To address the high levels, the customer administered a correction injection using multiple daily injections (mdi). Technical support decided to replace the pump with a new one featuring updated software. The customer was instructed to complete necessary training and return the problematic pump to tandem using a pre-paid label within ten days.